Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician used a micro snare device in order to capture a ruptured ivus catheter. However, the snare device broke while capturing the ivus. A second micro snare device was opened but it also broke while retrieving the broken ivus elements. Eventually, a third snare device was opened, and all the broken elements were retrieved from the patient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.